Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.010.104, lot# u112901. Supplier: (B)(4), release to warehouse date: nov 5, 2009. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a tibial nail-ex procedure on (B)(6) 2017, the surgeon was drilling for distal locking screws and the end of the 4.2mm drill bit broke off. The surgeon decided to leave the fragment in the patient. There was no delay in surgery and the procedure was completed successfully. Patient outcome was reported as stable. Concomitant medical products: distal locking screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 4.2mm three fluted drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Produce development investigation has been completed. Device history record (DHR) review, device inspection and drawing review were performed as part of this investigation. The 03.010.104 4.2mm three-fluted drill bit is an instrument routinely used for drilling prior to insertion of the locking screws in various nailing systems and is referenced in various technique guides such as the olecranon osteotomy nail technique guide, the titanium cannulated tibial nails technique guide, and the trochanteric fixation nail advanced technique guide. The drill bit was received with a roughly transverse fracture in the fluted region. The break is approximately 138.6mm from the proximal end of the device. The distal portion was not received and estimated to total 12.34mm in length based on drawing. The cutting flutes show wear and dulling. The fracture surface shows areas of flattening consistent with impact after the fracture. The balance of the device is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The outer diameter proximal to the damage (start of the fluted region) was found to be within the specification or the above drawing of 4.2mm +0/-0.04 at 4.172mm. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A definitive root cause could not be determined. The observed wear and tear signs at the cutting edges are consistent with forceful and/or intensive use of the instrument over its approximate 7 year lifespan. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.